Event description:
Clearify visualization system (reference number 21-345) wand tip broke off during a laparoscopic sigmoid colectomy. Lot number: p5a0380x. Expiration: date 2016-07. The number 5 trocar was also saved and taken out of service. Endopath xcel trocar with stability sleeve 5mm x 100mm. Lot number: 3566987. Expiration date 2018/03/05.